Event description:
The customer reported that his evis exera iii video system center was not recognizing the video scope cable during preparation for a diagnostic procedure. According to the initial reporter, the procedure was completed using another unit without any patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A faulty patient board was discovered and causing the subject device to not recognize video scopes. Consequently, no image was appearing when 180 series scopes were tested. Additionally, a worn out video connector was causing a poor connection with the pigtails. The top cover, both connectors, and bottom chassis were all corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set (ap board and dr board) could not be identified. It was confirmed that the design of the dr board was changed on (B)(6) 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. It is unknown whether the design change is related to the phenomenon. Olympus will continue to monitor field performance for this device.